Manufacturer narrative:
Results: the handle was undamaged. The nose cone was removed from the handle body, and black pet was on the nose cone funnel. The pet was removed without an issue. The nose cone funnel was measured with pin gauges and was within specification. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. The handle was tested on a handle test fixture and performed within specification. The nose cone was removed from the handle body, and a pet was observed on the nose cone funnel. The pet was removed, and the nose cone funnel was measured using pin gauges and was within specification. The pet in the nose cone funnel may have occurred during the detachment attempt during the procedure. The root cause of the detachment issue could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02101.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02101.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil, and the handle was no longer used for the remainder of the procedure. The procedure was completed using seven additional smart coils and a new handle. There was no report of an adverse effect to the patient.